Event description:
On april 27,2026, senseonics was made aware of a user experiencing a hematoma at the insertion site. The hematoma appeared approximately three days after the sensor insertion. Initially presenting as redness and swelling, the condition was suspected to be an infection and treated by the users health care professional (hcp) with antibiotics. Subsequent evaluation, including ultrasound, confirmed it was a hematoma rather than an infection. The hematoma has remained unchanged with no reported improvement. The user's hcp is aware and continues to manage the case, advising the user to follow medical guidance. The device details and usage remain current per system records, and follow-up efforts were made to obtain additional information about the prescribed medication, however they were unsuccessful.

Manufacturer narrative:
Based on the information available, the symptoms were initially suspected to be an infection, but later confirmed to be a hematoma by the hcp. Development of bruising or infection at the insertion /removal site is a known and anticipated potential adverse effect, as described in the eversense user guide, and does not require additional investigation. A review of the device's manufacturing records indicated that the sensor lot met all requirements including sterilization requirements for release.